Event description:
It was reported by service report that the left siderail was missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cause of missing siderail could not be determined.